Manufacturer narrative:
Continue to d10: product ID: mrasc0002 sn:(B)(6). Product ID: mrasc0003 sn:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to a robot-assisted rectal resection laparoscopic procedure, arm cart assembly 1 (aca1, sn: (B)(6) was not being recognized. The issue with aca1 was resolved after restarting it. During the procedure, arm cart assembly 2 (aca2, sn: (B)(6). Triggered a yellow arm error occurred upon startup. It was also reported that contact between arms resulted in an instrument error on aca2, and an arm error occurred when the forceps were removed, after which arm operation became impossible. There was no issues with the instrument. Two restart attempts were made without recovery, and the procedure was completed using the remaining three arms. There was no injury to the patient.